Event description:
It was reported that the ilet displayed error 38 indicating consecutive stalled motor events during cartridge fill, occurring after a successful dry run and recurring around the time the user noted high glucose; the device alarmed again at approximately 7 units during tubing fill, and a high glucose alarm was also reported. Symptoms included hyperglycemia reaching a peak of 400 mg/dl. Outcomes included the need for backup subcutaneous insulin by pen. Investigation included review of device alarms and guided troubleshooting with replacement arranged. Investigation of this case revealed a suspected motor stall within the pump drive during insulin delivery setup, consistent with a device malfunction affecting the pumping mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to a stalled motor event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.